Event description:
The affiliate reported a customer with cidex opa-c leaking from their unit. The customer stated that there were no physical complaints reported. The affiliate sent the field service engineer (fse) to the facility to repair the unit.

Manufacturer narrative:
Spill of solution - capital equipment, unit evaluation at facility. The fse changed the defective cube. He discovered that the two lids were also cracked through. Results - "cube" and "lid".